Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed with failed battery test. The patient's blood glucose at the time of incident was 105 mg/dl. Troubleshooting was initiated for the failed battery test alarm. The battery cap contacts were not missing or damaged. The battery cap did not appeared to be damaged as well. The customer declined the rest of troubleshooting. No products were returned and a replacement battery cap was shipped to the customer.